Event description:
Drug/diluent: marcaine 0.5%. Fill volume: 120ml. Flow rate: 5ml. Procedure: c-section. Cathplace: unknown. It was reported that the pump infused in approximately 14 hours. The pump was filled to 120ml, although the pump has a total fill volume of 270ml. The patient had surgery on (B)(6) 2011 and infusion started at 8:40am. The pump was found empty and was discontinued on that same day, approximately 11pm. It was also reported that the patient experienced some shortness of breath at the time the pump was discontinued, but that she is doing fine now. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Investigation is pending receipt of sample. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Results: without the actual product, an analysis cannot be conducted. Product pending receipt. Conclusions: a follow-up report will be filed when investigation has been completed. Our dfu carries a cautions statement that states "do not fill less than minimum or exceed maximum fill volume of pump."